Event description:
Lead remains implanted. Rv lead has noise. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The patient received inappropriate therapy on (B)(6) 2022. The physician has reprogrammed the device since a lead revision is not possible right now due to the patients age and health. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.